Event description:
A customer reported to baxter product surveillance of a y-type extension set in which there was a blood backflow. This set was connected to a hospira plum set, and this condition occurred during an infusion. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.